Event description:
Related manufacturing reference number: 2017865-2023-37011. It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the right ventricular lead was not capturing and the right atrial lead had dislodged. It was also noted the leads were jailed by the tricuspid repair surgeon. The pacemaker was left in situ but the physician implanted a leadless pacemaker on (B)(6) 2023. The patient was in stable condition.